Event description:
Two days post-operatively, the pt became agitated and confused with no orientation to place or time. The pt required halaperidol therapy due to verbal and physical behavior. A CT scan on 10/23/1998 showed a right temporal cerebral infarct. Heparin therapy was initiated. A carotid artery ultrasound revealed stenosis of the right internal carotid artery. The pt received "pt", "ot" and psychiatric therapy. The pt was treated with riperidone and ativan due to agitation, confusion and verbal and physical abuse towards others. (Avert).

Event description:
Description of event: on 10/1998, dr. Implanted a 23 mm aortic st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 23ahps-605) and also performed a double coronary artery bypass procedure. This pt was part of the artificial valve endocarditis reduction trial (avert) and had a history of hypertension, angina pectoris, atrial fibrillation and left atrial enlargement. Intraoperative transesophageal echocardiogram indicated "normal appearance and function". On 10/1998, the pt became agitated and confused with no orientation to place and time. According to the info received, the pt also required haloperidol therapy. CT scan performed 2 days later and neurology consult demonstrated a right temporal cerebral infarct, which manifested as behavioral changes. Heparin was initiated and a carotid artery ultrasound revealed stenosis in the right carotid artery. The pt received physical, occupational and psychiatric therapy. Pt was treated with riperidone and ativan due to continued agitation and confusion. The pt's inr was 1.11 on 2 day 10/1998, 1.22 on the next day and was not therapeutic until 2 days later. The valve remains implanted and the pt continues to have visual changes, although his vision is reported to be improving. No additional info was received.